Event description:
Caller alleged discrepant precision results using the inratio meter. Pt's daughter reports having difficulty with the finger stick; milking the finger. No bleeding or bruising reported.

Manufacturer narrative:
Investigation pending.